Event description:
It was reported that during implant of this left ventricular (lv) lead, multiple attempts were made to position the lead, however, the lead failed to remain in position. This lead was then removed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).